Manufacturer narrative:
The received device had the cannula assembly fully deployed. The soft cannula measured the correct full length according to specification and did not appear bent, kinked, or damaged. The download data contained no timeouts, drive stalls, or hazard alarms indicating that there was no struggle to deliver insulin. Inspection of the fluid path and needle mechanism components found no evidence of any damage or manufacturing deficiencies that would result in the soft cannula failing to properly insert into the infusion site. A root cause for the reported unsure properly inserted cannula could not be determined. The formed needle, soft cannula, and bottom housing were inspected for any damages or manufacturing deficiencies that would result in skin irritation at the infusion site. No damages or deficiencies were found. The cause of the reported irritation could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are also unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Additionally, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 271 mg/dl while wearing the pod between 24 and 36 hours. Due to elevated bg levels, patient did not believe the cannula had properly inserted in the infusion site (leg); the cannula also appeared bent upon pod removal and skin irritation was present as well. As treatment, a new pod was applied. The patient's blood glucose history is as follows: bg(mg/dl) , 175, 233, 271, 237.